Event description:
The patient is reportedly experiencing magnet retention issues and poor performance with the device. External equipment was exchanged. Additional device testing and external equipment changes are in process. The patient is being monitored. Device revision surgery is under consideration.